Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on right (od) at 9 year post op exam. The patient¿s chief complaint was blurry vision on right eye. The surgery center reported the patient experienced loss of best corrected visual acuity. Best corrected visual acuity: od: distance 20/25 and left eye (os) 20/20. In addition, the surgery center reported the event was lasting and disabling, significantly interfering with daily activities. The date of discovery of ectasia was on (B)(6) 2015 and the initial lasik treatment was on (B)(6) 2006. The surgery center indicated the patient most likely will require cross linking performed. Bcva from (B)(6) 2006: right eye pre-op 20/20 -.6.25 x -1.00 x 14, left eye pre-op 20/20 -7.50 x -.75 x 175.